Manufacturer narrative:
B3 date of event was estimated based on aware date as the event date was not reported. G4: PMA/510(k) # k173284, k213593. Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. The device was not returned for analysis; therefore, a technical evaluation could not be performed. However, a review of the media provided by the customer showed evidence that the tip was detached.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the post stent placement ivus run, the tip of the catheter broke off inside the patient. Computer tomography (CT) was performed but the catheter tip was not shown. There were no patient complications, and the patient was fine.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the post stent placement ivus run, the tip of the catheter broke off inside the patient. Computer tomography (CT) was performed but the catheter tip was not shown. There were no patient complications, and the patient was fine.

Manufacturer narrative:
B3 date of event was estimated based on aware date as the event date was not reported. G4: PMA/510(k) # k173284, k213593. Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.